Event description:
It was reported that the customer was hospitalized for dka. At the time of the call, the customer's family member refused to do any troubleshooting. The family member wanted the pump replaced because the pump is not working. In addition, the contact indicated that there may be insulin leaking inside the reservoir compartment of the pump. A few hours later, the customer called back. It was conveyed that the md believes that the cannula may be came out of their while working. The customer was advised that a replacement will be sent. No further details.